Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise, which was oversensed resulting in pacing inhibition with no asystole observed. It was also noted that there was no inappropriate therapy delivered and no patient syncope. There were no additional adverse patient effects.